Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high varying impedance and oversensing of noise with sensing integrity counter (sic) episode. The lead was suspect of a fracture. The lead therapies were programmed off, the patient was hospitalized and continues to be monitored. A lead revision has been planned but no action has been taken yet. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.